Event description:
The report stated that during a radio frequency ablation procedure, the skin where the needle electrode was inserted rec'd a 3rd degree burn. The burn was treated with the external use of steroid and antibiotic ointment. The pt left the hosp in 2008.

Manufacturer narrative:
To date the incident sample has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.